Manufacturer narrative:
This complaint was received via user report and has been reported to agence nationale de sécurité du médicament et des produits de santé (ansm). Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received an agence nationale de sécurité du médicament et des produits de santé (ansm) user report which reported the following information: an adverse skin reaction was reported with wear of the adc device. After 2 days of wearing, the customer experienced symptoms described as "having hot skin and burning sensation" and removed the sensor. The reported excessive bleeding and described the affected area as "burnt with dark trace on the skin". The customer reported that they scheduled an appointment with a healthcare professional (hcp) for check-up. Adc customer service contacted the customer, obtained additional information regarding the event, and completed troubleshooting. There was no report of death or permanent impairment associated with this event.

Event description:
Abbott diabetes care (adc) received an agence nationale de sécurité du médicament et des produits de santé (ansm) user report which reported the following information: an adverse skin reaction was reported with wear of the adc device. After 2 days of wearing, the customer experienced symptoms described as "having hot skin and burning sensation" and removed the sensor. The reported excessive bleeding and described the affected area as "burnt with dark trace on the skin". The customer reported that they scheduled an appointment with a healthcare professional (hcp) for check-up. Adc customer service contacted the customer, obtained additional information regarding the event, and completed troubleshooting. There was no report of death or permanent impairment associated with this event.

Event description:
Abbott diabetes care (adc) received an agence nationale de sécurité du médicament et des produits de santé (ansm) user report which reported the following information: an adverse skin reaction was reported with wear of the adc device. After 2 days of wearing, the customer experienced symptoms described as "having hot skin and burning sensation" and removed the sensor. The reported excessive bleeding and described the affected area as "burnt with dark trace on the skin". The customer reported that they scheduled an appointment with a healthcare professional (hcp) for check-up. Adc customer service contacted the customer, obtained additional information regarding the event, and completed troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this incident are the adhesive, including the adhesive irritating the user¿s skin, or misuse, including improper site selection and repeatedly using the same application site to place the sensor. These conditions are mitigated through the freestyle product labelling. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field a tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received an agence nationale de sécurité du médicament et des produits de santé (ansm) user report which reported the following information: an adverse skin reaction was reported with wear of the adc device. After 2 days of wearing, the customer experienced symptoms described as "having hot skin and burning sensation" and removed the sensor. The reported excessive bleeding and described the affected area as "burnt with dark trace on the skin". The customer reported that they scheduled an appointment with a healthcare professional (hcp) for check-up. Adc customer service contacted the customer, obtained additional information regarding the event, and completed troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves as a correction report. Section h11 (additional MFR narrative) was incorrectly documented in previous report. The correction has been made in this report. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field a tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues.the reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received an agence nationale de sécurité du médicament et des produits de santé (ansm) user report which reported the following information: an adverse skin reaction was reported with wear of the adc device. After 2 days of wearing, the customer experienced symptoms described as "having hot skin and burning sensation" and removed the sensor. The reported excessive bleeding and described the affected area as "burnt with dark trace on the skin". The customer reported that they scheduled an appointment with a healthcare professional (hcp) for check-up. Adc customer service contacted the customer, obtained additional information regarding the event, and completed troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Tripped trend review was conducted for the reported complaint and libre sensor; no trends were identified that would indicate any product-related issues. All pertinent information available to abbott diabetes care has been submitted.